Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "would not recognize a closed door" was reproduced and confirmed through evaluation. Evaluation found this was caused by a loose link screw. The condition was eliminated during evaluation by adjusting the screws. The screws were replaced during the repair process.